Manufacturer narrative:
(B)(4).

Event description:
It was reported that a trend arrow issue occurred. Data was evaluated and the allegation could not be determined. The probable cause could not be determined. No injury or medical intervention was reported.